Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 18 mmol/l at the time of the incident. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. Customer stated the spring is neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device received with cracked case on the back at the battery tube area and battery tube threads.